Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04299).

Event description:
It was reported that patient underwent an initial right knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to suspected infection and an I&d procedure was performed. The bearings were removed and replaced.

Manufacturer narrative:
Concomitant medical products: vgxp intlk femoral rt, catalog # 195911, lot # 195911; vgxp xp inlk pri tib tray, catalog # 195757, lot # 592640. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.